Event description:
It was reported that the patient presented with a preoperative diagnosis of degenerative spondylolisthesis with spinal stenosis l4-5 with spinal stenosis at the level of l3-4. The patient underwent the following procedures: 1. Posterolateral fusion, l4-5; 2. Posterior spinal instrumentation using titanium legacy 5.5 mm rods, l4-5; 3. Transforaminal interbody fusion through a left-sided approach l4-5; 4. Interbody instrumentation using capstone cage l4-5 level; 5. Autologous local bone grafting augmented with rhbmp-2/acs and demineralized bony matrix in the form of progenix. Per the operative notes, the endplates were decorticated and then autologous bone was morcellized and was placed in the disc space on the right lateral aspect. The appropriate size capstone cage was then filled with autologous local bone and was implanted in the acceptable position with interspace. Additional bone graft was applied on the left lateral aspect. Following rod placement, additional bone graft was then applied at the level of l4-5 transverse process bilaterally, augmented with rhbmp-2/acs and demineralized bony matrix in the form of progenix. No complications were reported. The patient's post-operative period was marked by severe, painful and debilitating complications which included the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant, ectopic bone growth. The severe, painful, and debilitating complications which marked the patient's post-operative period continue to present day and will likely continue into the foreseeable future.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.